Manufacturer narrative:
No product was received for failure analysts regarding this event. Concomitant product: a maryland bipolar forceps instrument used during this event had a complaint created for it due to the instrument having a cable breakage. The customer reported that the cables broke while the procedure was being converted to open. See record MFR report number 2955842-2025-29284. A review of the system logs of this procedure found no relevant errors occurred during this procedure.

Event description:
It was reported that during a da vinci-assisted procedure (unspecified), the procedure was converted to open quickly due to an intra-operative complication that caused bleeding. No additional ports were placed. Multiple attempts have been made to request additional information; however, no additional information has been received.